Event description:
International (france) complaint received reporting leakage/ air in line with dialysis set up of dialysis catheter/ nipro tubing blood lines and d1000 tego connectors. It was reported that on (B)(6) 2013 clinicians found "the connector is not bloodtight. Clinical consequences: air inlet within the catheter lumen. The leak is located on the check valve of the tego cap." Patient experienced no adverse medical consequences. The tego connectors were initially placed on (B)(6). Although additional information requested, including availability of the involved mating device no responses were received.

Manufacturer narrative:
MFR's investigation: device return: one (1) d1000 tego connector was returned for analysis and investigation. Visual inspection of the "as received" tego connector recorded a small tear was present in the corner of the tego seal slit, no other visual abnormalities. Functional and performance testing to the applicable tego product specifications was conducted. The results recorded the returned d1000 tego connector failed leak testing. Further engineering analysis identified the source of the leakage was due to the small tear in the corner of the tego slit. Additional evaluations: a review of the current molding, assembly processes and applicable tooling and equipment was conducted to determine if any fixtures, equipment or material handling conditions could potentially contribute to slit damage. The results did not identify any in-process contributing factors. ICU medicals continuous improvement initiatives and engineering team resources have implemented heightened inspection of the applicable manufacturing processes and continue to monitor for any potential contributing factors. Conclusion: engineering testing and analysis replicated a leakage failure attributable to component damage on the one returned used d1000 tego connector. The exact cause(s) of the component damage/ tear on the returned used d1000 tego connector cannot be determined. As the tego connector was in use for four days the component damage most likely occurred as a result of usage/ unintended force with mating and access devices.